Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared suddenly during the preparation for use. The occurrence date of the event is unknown. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported event could not be identified. However based on the report of olympus (B)(4) and it said that it was found the deformation of the video connector of the subject device, omsc presumed there was the possibility this phenomenon was attributed to the video connector board failure due to applying the physical stress to the video connector. [Notes] since the instructions for safe use (IFU) has the following description, it is probable that the reported phenomenon could be prevented. Important information - please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit or twist the insertion section, control section, universal cord, video cable, video plug and light guide connector. The endoscope may be damaged and water leaks and/or breakage of internal parts like ccd cable can result. If additional information is received, this report will be supplemented.